Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report battery issues which caused the display to be blank. Customer's blood glucose reading was 124 mg/dl. The customer performed troubleshooting and the display did not return. Customer was sent a replacement battery cap and to call back if problems persisted. Nothing was replaced or returned.